Event description:
It was reported by the patient of having a syncopal episode approximately a month ago and inquired if the pacemaker had any issues or was on recall. The patient stated that the pacemaker was checked and it was at eri. Additionally, the patient reported that ever since the pacemaker was checked, strange events have occurred and wondered if the hospital was conducting research without patient consent. Additional information has been requested and not yet received. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported from follow-up received that there was no reprogramming or issues with the pacemaker. The pacemaker was explanted and replaced due to eri.